Event description:
This case occured outside of the us, in (B)(6). According to the information received on (B)(6) 2021 from our (B)(4) distributor, a patient was injected on an unknown date with a teosyal rha 4 product (unknown batch number), 0.5cc in the nasolabial folds. On (B)(6) 2021, unknown time following the injection, the patient experienced an arterial clot which showed as an hematoma and skin necrosis in the left side of the nasolabial folds area, up to the nose. As described, there was also some scab formation and mucosal issues inside the mouth. The patient was treated with injections of hyaluronidase and hyperbaric treatments, 2 hours per days for 10 days, and was prescribed an antiviral (valtrex) as well as antibiotics (keflex), for 10 days. According to the latest information received, the patient was improving but the skin still needed to heal.